Manufacturer narrative:
Internal complaint reference: (B)(4). Reported device was returned to manufacturer and was evaluated. Sections h3, h6 and h11 were updated. H11: results of investigation: the associated device was returned and evaluated. The visual inspection revealed that a single device with no packaging at all returned. The box, IFU insert, sterile interior packaging and chart labels were not returned. The device is undamaged. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, after the component is placed in the inner tray, the inner tray lid should be snapped securely and sealed into the inner tray. Then the inner tray should be placed in the outer tray and the outer tray lid should be sealed to the outer tray. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include damage during shipping or mishandling. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during set up for a thr surgery, the box of a intertan 10s 10mm x 36cm 125d left was opened, but the internal sterile casing had a hole in it and was not sterile. The procedure was performed, without any delay, using a s+n back-up device. Since incident occurred before procedure; patient was not yet involved.